Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4). Conclusion not yet available - evaluation in progress. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass the shunt sensor leaked. This leak was discovered towards the end of the case, and it was decided that it was less risk to leave the unit in place rather than change it out. The amount of blood loss during the case is unknown, but according to the user facility, it was not significant enough to replace the product. The surgery was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems. (B)(4). The actual sample was microscopically inspected upon receipt and before leak testing was conducted. No definitive defects were found in the weld area between the insert and body subunits. The actual sample was then subjected to leak testing, and no leaks were found. The unit was pressurized up to 1500 mmhg in an attempt to dislodge any potential blood clots in the weld, but the unit still did not leak. A review of the device history record confirmed there were no anomalies. The event experienced by the customer could not be reproduced and a definitive root cause could not be identified but has been attributed to customer technique. Potential root causes include not fully tightening the blue vent cap after gas calibration or an issue with the connection between the shunt sensor and tubing. Device labeling addresses the potential for such an occurrence in the instructions-for-use with statements such as, "using sterile technique, securely tighten the top large venting luer (blue) on the shunt sensor(s)" [after gas calibration.] (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on september 2, 2015.(B)(4). A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusion code 11.all available information has been placed on file in quality management for appropriate tracking, trending and follow up.